Event description:
Report received of an overdelivery of a loading dose found by the manufacturer during a retrospective pump history analysis. The pump was programmed to infuse meperidine in the pca mode with a concentration of 10mg/ml, a bolus dose of 10mg, a 6-minute lockout, and a 300mg 4-hour limit. The physician ordered a loading dose of 10mg every 2 hours as needed. It was noted in the event history log that the patient received a loading dose of 10.4mg. The patient did not experience any adverse effect and no medical interventions were required. There was no report of any issues made to the manufacturer by the customer. No further information was available.